Event description:
The lead was explanted and the associated lead was revised because of dislodgement and pt anatomy. There were no other adverse pt effects reported. If add'l info becomes available, this report will be updated.